Event description:
The customer reported that, although an end tone, indicating a completed seal cycle, was heard, there was no visual indication of a complete seal. Another device was used to complete the procedure without incident. There was no bleeding, no tissue damage and no pt injury.

Manufacturer narrative:
(B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.